Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause for this event. If additional information or the sample is received, the investigation will be reopened and responded to accordingly.

Event description:
The initial reporter stated that a customer in sweden reported the connector has been leaking since the day before. The physician instructs the nurse to pull out the naso tube and makes an appointment to place a peg/j-tubes.